Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the single-use holmium laser fiber was showing as "expired" when connected to the laser unit, even though it had never been used before. It was later found to have a small crack just behind the stripped portion of the cladding. The procedure was completed with another fiber, and there were no injuries or additional procedures reported.